Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. The set screw was found in the connector bore.

Event description:
It was reported that the physician could not engage the atrial setscrew of the implantable cardioverter defibrillator (ICD) and eventually damaged the grommet with their efforts. A different ICD was used to complete the implant procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.